Event description:
It was reported the right ventricular (rv) lead had no sensing. The rv lead remains in use and will be monitored until the time of the next device changeout, at which point it will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) bi-ventricular defibrillator implanted: 2007 (B)(6); product ID 5076-52 implantable pacing lead implanted: 2007 (B)(6); product ID 419478 implantable pacing lead implanted: 2007 (B)(6). (B)(4).